Manufacturer narrative:
Date sent to FDA: 9/15/2020.

Manufacturer narrative:
Date sent to FDA: 9/18/2020. Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted we encountered essentially what appeared to be recurrence of hernia in addition to pus and debris. It became apparent that the small bowel was grossly adherent and very much stuck to the undersurface of the mesh. This was not something that would be resolvable and it became apparent that we would have to resect this small portion of bowel. The small bowel was adherent to the mesh was resected from the specimen or from new anastomosis by dividing the mesentery sequentially with vanderbilts, cutting it and tying it with 2-0 silk sutures. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.